Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the lamp module light bulb burned. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: after the light bulb was cauterized and contacted 400, the procedure was converted to traditional laparoscopic surgery. The operation continued on the original channel without making new ports. There was no injury to the patient. Dvstat was contacted prior to converting the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The lamp module was analyzed and failure analysis investigations confirmed the customer-reported complaint. The module exhibited a recognition failure. Specifically, the module did not appear on the inventory management page, and pressing the + and - buttons on the illuminator displayed an invalid value of 9999 hours.

Event description:
Refer to h10/h11 for follow-up information.